Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A supply specialist reported that during cataract surgery with intraocular lens (iol), the iol did not unfold correctly. The surgery was completed during same procedure. Additional information was requested, but no further information is available.

Manufacturer narrative:
The product was not returned for analysis. The reported event "did not unfold correctly" can happen only inside the eye; however, this case states no patient contact. No additional clarification was received from the reporter. The root cause for the reported complaint could not be determined. No sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).